Event description:
Procedure: lung resection. According to the reporter: the instrument stopped firing at half way. It was removed from tissue by force and new cartridge was fired. However, the same thing occurred. It was noted that the anvils were bent. Additional tissue was resected to treat the problem. Extended or time was reported as within 30 min. Patient status reported as under observation, no other patient info is available.